Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: run data file analysis did not show a conclusive root cause for the leukoreduction failure reported for this collection. However, it is possible, though not conclusive, wbcs may have been escaping the lrs chamber along with the platelets during the collection. Analysis showed that 2 ¿donation time increase¿ alerts were generated and 13 automatic draw flow decreases occurred throughout the procedure. While the trima accel system is typically robust against numerous access pressure pauses, it is possible that the high number that occurred throughout this procedure could have disrupted the steady-state of the system and contributed to the higher-than-expected wbc content in the platelet product. Additionally, experience has shown that in some cases, higher than average donor bmis may contribute to leukoreduction failures. Therefore, based on the available information, it is possible though not conclusive, this failure may be donor related due to the donor bmi of almost 37.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor ID #: (B)(6). The platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information in b.6 and h.10. Investigation: the run data file (rdf) was analyzed for this event. Run data file analysis did not show a conclusive root cause for the leukoreduction failure reported for this collection. However, it is possible, though not conclusive, wbcs may have been escaping the lrs chamber along with the platelets during the collection. Analysis showed that 2 ¿donation time increase¿ alerts were generated and 13 automatic draw flow decreases occurred throughout the procedure. While the trima accel system is typically robust against numerous access pressure pauses, it is possible that the high number that occurred throughout this procedure could have disrupted the steady-state of the system and contributed to the higher-than-expected wbc content in the platelet product. Additionally, experience has shown that in some cases, higher than average donor bmis may contribute to leukoreduction failures. Therefore, based on the available information, it is possible though not conclusive, this failure may be donor related due to the donor bmi of almost 37. Invesitigation is in process. A follow-up report will be provided.